Event description:
It was reported that high pacing thresholds were noted on this right ventricular (rv) lead. This rv lead was repositioned successfully and measurements were within normal range. No additional adverse patient effects were reported.